Event description:
The pt fell; the leads moved. The system was replaced. There was reported to be no pt injury. The pt recovered without sequela. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
The implantable neurostimulator (ins), leads, and extensions have been returned to the manufacturer for analysis. A f/u report will be sent when the analysis is complete.